Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed to pass the daily self-test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer and a third party. Based on the results of the analysis provided, the issue was reportedly resolved after performing the self-test again. The device was confirmed to be operating per specifications, and the cause of the reported problem could not be determined. A review of the service history for this device shows that the problem has not been reported again for this device. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.